Manufacturer narrative:
(B)(6) 2023. H3 and h6 - evaluation codes: updated. Device evaluation: one device was returned for investigation. Device received with a dent in the global display label, lcd has crystal leakage, front cover broken on bottom right, corroded quick connect, line cord faded and worn, water tank cover cracked on all four corners, outdated printed circuit board (pcb) and power source. Microswitch would not pass electrical testing. Complaint was confirmed. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. No action taken due to the condition of the device. It is deemed beyond economical repair and will be scrapped.

Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date. H3 other: device has not been returned to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the reflux port was alarming with the reflux plug in place. Patient involvement is unknown.